Event description:
It was reported that right ventricular (rv) lead was an attempted implant due to unknown product performance issue. The lead was never in service. Additional information indicated that the physician was concerned of the insulation on the lead. Physician did considerable pushing of the lead in the introducer and believed the outer insulation may have gotten damaged. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that right ventricular (rv) lead was an attempted implant due to unknown product performance issue. The lead was never in service. Additional information indicated that the physician was concerned of the insulation on the lead. Physician did considerable pushing of the lead in the introducer and believed the outer insulation may have gotten damaged. No adverse patient effects were reported.